Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: one sample was received for evaluation. The sample provided had a burnt flange therefore failure mode was verified. Burns can be caused when there is blockage in the mold vents/ gates which can cause burns on the flange of the syringe during molding process. No corrective actions required at this time, defect rate is within the allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.